Manufacturer narrative:
Patient weight not available from the site. Event problem and evaluation: on 2-dec-2015, a medtronic representative went to the site to test the equipment. The atp board failed to power up during testing. The atp board was replaced. The dose was verified to be within tolerance. The imaging system then passed the system checkout and was found to be fully functional. The atp console pcba was returned to the manufacturer for analysis, but no fault was found. The atp console was installed in a similar imaging system and start up, 2d and 3d imaging, and communications functionalities were as expected. The board was functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a pelvic tumor resection, the x-ray portion of the imaging system was not connecting (red status). The motion and mobile view station (mvs) were connected (ready status). In trouble-shooting, a system re-boot and re-seating the umbilical cable did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the surgery. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.